Event description:
Pump alarm 29 was reported during a loading process. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using proper technique, but the cartridge alarm recurred. As a result, the customer decided to use multiple daily injections since the pump was out of warranty.